Event description:
Unit was sent to laerdal/pmr for preventative maintenance. During testing, it was found that unit failed the arrhythmia test. It was shocking non-shockable rhythms. Unit reshipped to laerdal for evaluation.